Manufacturer narrative:
Device received fully deployed with the pink slide insert visible through the viewing window. The hard cannula has not retracted, and the needle tip is visible beyond the distal tip of the soft cannula. After opening the pod, the needle promptly retracted. Gouge marks were noted on the inside of the top housing, where the linkage assembly made contact. The needle mechanism was inspected and the linkage rivet was found to be damaged. Otherwise, no other damages or defects were noted on the linkage assembly. The arms of the linkage assembly are properly aligned, bottom arm is properly retained by the swage, and top arm properly fitted into the slide retract.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the needle mechanism did not fully retract as intended during activation. The pod was worn less than 1 hour. The patient's blood glucose (bg) values reached 238 mg/dl.